Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700. Model: sc-8216-70 serial: (B)(4). Batch: 16795969.

Event description:
It was reported that the patient was not getting proper stimulation coverage and the battery life would not last long. The patient underwent an ipg and lead replacement procedure and was doing well post-operatively. The explanted ipg and lead were not returned.